Manufacturer narrative:
The device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced because the battery had reached elective replacement indicator (eri). The physician and patient expressed concerned that the battery depletion was premature. No patient complications have been reported as a result of this event.